Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Office contact information: (B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on a patient.